Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative record, which noted excision of pseudotumor, bone loss around the acetabulum, corrosion of the femoral head trunnion junction, and aspiration of black fluid. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15744,4 item name: m2a-magnum mod hd sz 44mm, lot: 878480; 11-103203, item name: taperloc por lat fmrl 9x137, lot: 150740; 139252, item name: m2a-magnum 42-50mm tpr insrt-6 lot: 480650; us157850, item name: m2a-magnum pf cup 50odx44id, lot: 96330. Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 03261, 0001825034 - 2019 - 00472, 0001825034 - 2019 - 03257, 0001825034 - 2019 - 03260. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient heard clunking and the hip construct felt as if it was out of place. Elevated metal ions were identified. The patient was revised to address a failed and painful right hip metal on metal total hip arthroplasty. Intraoperatively it was identified the patient had a large pseudotumor, osteolysis around the acetabulum and femoral calcar region, bone and tissue damage. Corrosion was noted at the femoral head/adapter interface. Due to the corrosion, the femoral head removal extended the surgery significantly by one hour. The acetabular shell and femoral stem were retained and all other devices were revised. No further information is available at the time of this reporting.